Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported. Additional information was received that upon interrogation there was code for shock into an open condition. The clinician observed that the events in the logbook showed no therapy. Boston scientific technical services (ts) was consulted and discussed that all events after a code will show no therapy in the logbook and to reference each individual event for details. Upon review of the events it was determined each one had therapy delivery. It was noted that the patient had not transmitted data via the remote home monitoring system for three months. Ts discussed the code indiated that a shock was delivered to impedances of greater than 145 ohms or higher. Ts discussed possible causes and troubleshooting. It was noted the patient was not responsive. Further review found that the patient received 22 shocks, but there was no therapy exhaustion observed. All shock impedances for delivered shock were 70 ohms. The field representative stated that since the patient function was normal and had other underlying health issues tachycardia therapy was turned off in the crt-d and a do not resuscitate order was issued. At this time the crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements from the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and upon review found that the alert was from six months earlier due to a 125 ohm measurement. It was noted that the shock impedance measurements had been around 110 ohms a year earlier but were now closer to the 130 ohm range. Ts discussed that a gradual rise could indicate calcification or other physiological causes. Further review of the data stored from cardiac resynchronization therapy defibrillator (crt-d) on the remote home monitor noted low out of range right atrial (ra) lead impedance measurements for the last five months. There was also oversensing of noise on the ra channel causing approximately 155 thousand inappropriate atrial tachy response (atr) episodes. Ts stated that the out of range measurement alerts have triggered many times previously. Ts suggested either monitoring until the rv shock impedance reached 150 ohms or performing a 41 joule commanded shock to test impedances. Ts stated this would be a medical decision made by the clinic. The field representative noted that the physician was considering defibrillation threshold (dft) testing, however to the best of their knowledge this has not yet been completed and the physician was going to continue to monitor the patient. No cause of the out of range ra impedance measurements were determined. For the rv shock impedance measurements the physician speculated that it could be due to calcification but ultimately a cause had not been determined. The crt-d, rv and ra lead remain in service and no adverse patient effects were reported.